Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
(B)(4). The guide wire was returned for evaluation. There were multiple bends found on the coiled segment. The polymer jacket was torn at approximately 100mm distal to the proximal solder designed to sit at 120mm from the wire tip so that the fractured core wire and coil wire were exposed for approximately 15mm and 110mm respectively. Microscopic observation of the core wire found that it was twisted proximal to the fracture end and the fracture end was necked by tensile stress. Coils were fully straightened and necking was also observed on the fracture end of the coil wire. Above findings suggested that approximately 5mm of the core, approximately 20mm of the polymer jacket and the coil wire were missing. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received for this lot. Based on the obtained information and investigation outcome, it was concluded that locally accumulated twisting and tensile stress generated with wire manipulation was applied on the guide wire probably when its tip was being trapped in the lesion. As the accumulated stress exceeded the product's design limit, it caused the core wire to become fractured, the coil wire to become stretched and fractured, and the polymer jacket to become torn off as stretching of the coils. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire; [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; and, [malfunction and adverse effects] separation of the guide wire.

Event description:
It was reported that separation of an asahi guide wire was noted during a ppi to treat the superficial femoral artery (sfa) and the anterior tibial artery (ata). It took a certain amount of time to treat the sfa lesion by using the guide wire. Although the tip segment of the guide wire was deformed, the physician continued using the guide wire to treat the ata which was a severely calcified cto. When the guide wire became trapped in the thrombus rich tissue, it became elongated and the tip segment separated. A snare was used to retrieve the separate tip fragment; however, the attempt failed. The blood flow of the ata was originally scarce. The blood flow of the peroneal and posterior tibial arteries was reestablished by dilatation. Therefore, the physician determined to leave the tip fragment in situ. The patient was fine without problem after the procedure.